Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 34 mm transcatheter bioprosthetic valve, into a previous medtronic surgical valve, moderate paravalvular leak (pvl) was noted. Subsequently, three days post valve implant, the pvl worsened to severe. Per the physician, the valve migrated ventricular and a non-medtronic valve was successfully implanted valve-in-valve; no paravalvular leak was noted following implant. It was noted pertinent past medical history includes aortic insufficiency. No additional adverse patient effects were reported.